Manufacturer narrative:
There was no harm to the patient as a result of this issue. However, when the technologist performed a scrotal scan on the patient, the machine lockup caused distress to said patient and the technologist. The patient was moved into another room and the exam was restarted. The case turned out to be positive for torsion.

Event description:
Machine lockup took place during testicular torsion scan. The technologist started the exam with 2d, then performed color doppler. When they switched to pw doppler, they realized the touch panel was frozen and not responding at all. All the control panel keys were confirmed to be responsive, only touch panel was not working. It was confirmed that the customer was not using annotation or virtual keyboard when the lockup took place at this time.